Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to lack of the device sample. If the device sample s available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that an unsuccessful attempt was made to inflate the cuff of the device. Another et tube was obtained. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual exam was performed and the et tube appeared to be used as biological material could be seen on the exterior and interior of the cuff. Several small cuts were also seen in the cuff material. No other defects were observed. An attempt was made to inflate the cuff; however, during the injection of air, it could be seen that the et tube was leaking from the small cuts in the cuff material. No other leaks were detected. The reported complaint of inability to inflate the cuff was confirmed based upon the sample received. The returned et tube was confirmed to leak as a result of several small cuts in the cuff material. However, biological material could be seen on the interior and exterior of the cuff indicating that the product had been used. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation for a four hour minimum during the manufacturing process; therefore it is unlikely that the damage observed on the cuff occurred during manufacturing. Based on the damage observed and the evidence of use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that an unsuccessful attempt was made to inflate the cuff of the device. Another et tube was obtained. No patient injury or harm reported.